Manufacturer narrative:
A review of the manufacturing records could not be performed as device item/lot numbers were not available. The images and device were not available, the imaging evaluation and engineering evaluation could not be performed.

Event description:
The following article was reviewed: "selection of stents by calculation of arterial cross-sectional area in modified sandwich technique for complex aortoiliac arterial lesions" received through "2019 elsevier volume 58, july 2019". The authors are huajin pang, yong chen, xiaofeng he, qingle zeng, and peng ye. The article aimed to evaluate the modified sandwich technique for treatment of complex aortoiliac arterial lesions using commercial stent grafts selected according to the arterial cross-sectional area. The primary outcomes were technical feasibility and mid-term follow-up results. 13 patients (mean age 63.85 ± 6.12 years) were enrolled with aortoiliac arterial lesions (5 infrarenal abdominal aortic dissections, 1 lower abdominal aortic occlusion, 5 iliac artery aneurysms, 1 external iliac arterial pseudoaneurysm, and 1 type ib endoleak following endovascular aneurysm repair) for endovascular repair with the modified sandwich technique. All lesions were complex and unsuitable for routine endovascular treatment. Gore viabahn endoprosthesis stents (w. L. Gore and associates, flagstaff, az) with diameters of 8, 10, or 12 mm were used as the bifurcated stents. The results stated post-procedural type I ¿¿gutter¿¿ endoleaks occurred in 4 patients (30.8%) after 1 month. At 3 months, the endoleaks in 3 of the 4 patients had disappeared without treatment, and the remaining endoleak resolved after coil embolization.